Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 3 of 5, the home patient (hp) stated that the heater line disconnected from the heater bag. The hp revealed that he did not tighten the connection enough. The hp had disconnected himself. The technical service representative (tsr) assisted the hp to end therapy on the hc machine advised to notify the nurse. The hp would complete therapy with manual supplies and agreed to contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, it was revealed that the hp did communicate with the nurse, that he did not have any infections and everything was checked out to be good. The hp stated he did finish using manual supplies. The hp stated therapy was going good. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for check heater line alarm was not confirmed, and it was determined to be caused by a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.